Manufacturer narrative:
Event date it estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient (pt) had a small fall in (B)(6) of 2021 and landed right on the device. Pt states since then they've been experiencing both leaking of urine and fecal matter. Pt states they did meet with the manufacturing representative (rep) a few months ago and they found electrode 0 was completely out. Pt states they ended up using electrodes 1 <(>&<)> 3 which seemed to help. However, pt states they are still experiencing symptoms. Pt states they have already spoken to their doctor about this and they said they would get in touch with a rep but pt hasn't heard anything back for 3 days. Pt states they are feeling stim in the vaginal area but it's only in the left side and the pt is wondering if the lead may have moved. At this point, the pt said they haven't make any additional adjustments with their programmer and were hoping they could meet with a rep. Reviewed options to try increasing stim if comfortable and if issue persists and pt can't go any higher, considering a different program. The rep doesn't recall if this event occurred or not, but they are meeting with the patient on (B)(6) 2022 and will follow up for details. On (B)(6) 2022 the rep reported that they ran an impedance check and device showed impedance at greater than 4000 ohms on electrodes 0 <(>&<)> 1. The patient told the rep about the fall that happened back in (B)(6) of 2021 and this is most likely what caused the issue. They reprogrammed the patient with custom programs that only use electrodes 2 and 3. They are currently on program c where electrode 3 is positive and 2 is negative. The rep confirmed that the issue has been resolved that the patient is feeling stimulation comfortably in the bike seat area. The rep indicated that the patient feeling stimulation on the left side of their vagina was determined to be normal stimulation from the device. The rep was not sure on what the impact of the fall had on the device, but said possibly damage to the lead tip.

Manufacturer narrative:
A4: patient weight missing from initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device was replaced after 2 years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.